Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes, a high number of short v-v intervals and variable impedance measurements. There was also an rv lead noise warning several months later and oversensing was observed causing the patient to receive inappropriate therapy. The lead was then noted to have fractured and was capped and replaced. No further patient complications have been reported as a result of this event.